Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the observation. Review of two of the provided x-rays appears to indicate the presence of foreign material near the trunion of the femoral implant. The shape of the material suggests that it could be a fractured tip of the instrument which was used to insert the femoral stem. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(4) 2009 and (B)(4) in (B)(4) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. The returned instrument was manufactured in (B)(4) 2010; just prior the design improvement. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient's surgery was believed to have been sometime in (B)(6) 2013. The sales rep noticed that the tip was broken. On (B)(6) 2013, the rep was informed that the tip was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.